Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was in the range of 30 mg/dl. The customer also reported other blood glucose values such as 64 mg/dl and 324 mg/dl. The customer treated low blood glucose value with glucose tablet and food. The customer stated that the drive support cap was flush. The customer was using the insulin pump when the event was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. Device passed the displacement. Device received with loose drive support disk noted.

Event description:
Incident date has been changed to (B)(6) 2018.